Event description:
Pt took an avaira toric (enfilcon a) lens out of packaging and placed the lens in her eye. At first the pt experienced stinging and cloudiness, then within several hours the lens was foggy and the pt could not see out of it. When the pt took the lens out, the left lens was difficult to remove and left her eyes swollen and blood shot. The pt went to the emergency room in extreme pain and was told by the physician that it looked like there was a chemical on the contact which left a mark of the contact on her eye. The pt was given lortab and gentamicin eye drops by the emergency room. The pt is wearing the lenses as a monthly lens. After several attempts made by coopervision to obtain additional info, the current ocular status of the pt is not known.

Manufacturer narrative:
Event was received directly from the patient's mother via e-mail to coopervision's customer service dept. Pt's mother reported a burned cornea. Method: no lenses were returned and no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.